Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.